Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g2, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer evaluated the unit for the reported malfunction. The fse replaced the main board after determining that it was defective. All functions of the unit were checked. The unit was found to be working satisfactorily and was cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) giving a continuous beep with no display , main board is suspected to be defective. There was no patient involvement.